Event description:
It was reported that a pt suspected that their pump was either turned off or reset, following 2 MRI tests. The pt's status/outcome in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).